Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 438 mg/dl at the time of incident. The customer was treated with manual injection. Customer experienced symptoms such as nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer was alleging possible pump under delivery. Customer reported that the insulin exited. The displacement test was performed and passed. The insulin pump will not returned for analysis. The reservoir will not be returned for analysis.